Manufacturer narrative:
This report is for an unk - nails: unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent a surgery. During the surgery, the drill bit interfered with the nail. The surgeon drilled a pilot hole with a k-wire, and he could drill and insert a screw. The surgeon didn¿t know concrete malfunction of the devices. It was not reported how the surgery was completed. The surgical delay was unknown. Concomitant devices reported: connect-scr-cann f/pfn+pfna (part# 357.029, lot# 2223477, quantity# 1). This complaint involves seven (7) devices. This is report 7 of 7 for (B)(4).

Event description:
Patient's outcome is reported as stable. Concomitant devices reported: connect-scr-cann f/pfn+pfna (part# 357.029, lot# 2223477, quantity# 1); insert-handle radioluc f/pfna (part # 03.010.405, lot # 7595885, quantity 1), protect sleeve 11/8 l188 (part # 03.025.040, lot # l561859, quantity 1), drill bit ø4.2 calibr l340 3flute f/03.0 (part # 03.010.061, lot # l810568, quantity 1), drillsl 8/4.2 f/03.010.063 (part # 03.010.065, lot # l491756, quantity 1), trocar ø4.2 f/03.010.065 (part # 03.010.070, lot # l674743, quantity 1), aim-arm 125° f/pfna blade (part # 03.010.406, lot # l664518, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.